Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, faded and discolored. Evaluation also revealed a cracked battery compartment and a damaged, stripped battery cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings: evaluation revealed that the display screen was dim, faded and discolored. The battery compartment was cracked and chipped at the threads. The battery cap was observed to be stripped. Unrelated to these issues, the keypad cover was found to be peeled off the pump. (B)(6).